Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. The patient was admitted to the hospital with a blood glucose (bg) level of over 700mg/dl, due to a missed dose of insulin. The patient was given insulin, anti-nausea medication and an IV of potassium while in the hospital. The patient was kept overnight until her bg levels went down. At the time of the event, the patient had not yet begun using the continuous glucose monitoring (cgm) system. There was no alleged device malfunction. No additional event or patient information was provided.